Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A visiting nurse called (did not give her name or agency.) She stated that she did back to back testing for pt, one after the other, using different finger sticks and strips. The results were 13, 23 and 82 mg/dl. No symptoms were reported. Control testing was not done due to a lack of supplies. On follow-up the pt could not give name or agency of the nurse, and was very confused. Her son did not know either. The lifescan rep reviewed qc procedures with the pt.